Manufacturer narrative:
The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. The display board was replaced and the display functioned normally after the iabp was powered on.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display malfunction. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display malfunction. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported. A getinge field service engineer (fse) evaluated the iabp unit and replaced the new display board (0670-00-0640) and confirmed that the screen is displayed normally after booting.

Event description:
N/a.